Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawers were not connected to the bus, with several drawers showing as not connected. The system was restarted several times to resolve the issue; however, the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed to connect on bus. A field service engineer found the drawer was not communicating. Drawer 3.2 was loose and resolved by reseating. Drawer 3.1 required replacement of the drawer controller board. After replacement, drawer communication was restored. The system functioned as intended after the field service engineer repaired the device.